Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing high blood glucose (bg) levels of 500 mg/dl and ketones; cause was not known. The customer was taken to the emergency room (ER) and subsequently hospitalized. Customer was treated intravenously and had blood work performed. Customer was released the following day with a bg level of 357 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.